Event description:
It was reported that following cardioversion, the device had an atrial sensing problem. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the device was returned and analyzed with no anomalies found. (B)(4).